Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the guidewire was pulled back from the left inferior pulmonary vein (lipv) and then pushed back again, the guidewire because stuck and was unable to be moved. After pushing and pulling the guidewire again, it was released. The catheter and guidewire were both removed from the sheath and no abnormalities were observed in the catheter or guidewire tip. It was then reported that the patient's blood pressure decreased. An echocardiogram was performed and results showed a small amount of pericardial effusion. No drainage or intervention was performed and the patient's blood pressure recovered. The procedure was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.